Manufacturer narrative:
(B)(4). Date sent: 11/22/2024. D4 batch #: c9dh5p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned outside its original packaging and only the tyvek was returned with no apparent damaged. Additionally, a photo was provided and they showed the tyvek of the package. Due to the device packaging not being returned, we are unable to investigate further the reported packaging issues. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9dh5p, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that, during a laparoscopic colectomy, when tried to open the package, it was found that the main body was damaged and there was a fear of air in it (the sterile packaging was broken), so it was replaced with a new one. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.